Manufacturer narrative:
The tech found the side rail end tube is bent. The tech replaced the side rail end tube to resolve the issue.

Event description:
The tech alleged the side rail will not raise to the latch position. No pt impact.